Event description:
A medtronic representative reported that the site was not able to track a biopsy needle. The entry was not set in the plan task of synergy cranial 2.1.5 however the biopsy needle was still able to be tracked. The surgeon set the target and an entry and completed the procedure with navigation. There was no impact to the outcome of the patient.

Manufacturer narrative:
The initial report was received on (B)(4) 2012 and found to be a non-reportable malfunction based on the information available. On (B)(4) 2012, new information was available during the software evaluation and the decision was changed to a reportable malfunction. The software investigation was completed. This issue will be continually monitored in a medtronic software anomaly tracking database.